Event description:
Info received indicates, the head up function not working.

Manufacturer narrative:
The technician found, the function does not work manually or under power and the battery led is on. After troubleshooting, the technician determined, the problem to be a faulty valve guide tube. The technician replaced head up valve guide tube to repair the bed.